Event description:
The patient reported chest pain. A perforation was observed. The lead tip was verified to be sticking through the ventricle. A lead repositioning was performed the same day. Once patient was stabilized, the lead was explanted.

Manufacturer narrative:
Na